Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead and two right ventricular (rv) leads due to infection. Spectranetics lead locking devices (lld) were inserted into the leads to provide a traction platform, and a spectranetics glidelight laser sheath was used to aid in the lead extraction. One rv lead was successfully extracted using the glidelight device and the other rv lead was removed by traction without incident. The physician then targeted the remaining ra lead. The physician was using the glidelight device along with traction from the lld and the ra lead came free. Once the glidelight and ra lead were removed from the patient's body, the blood pressure dropped. Rescue efforts began including a rescue balloon and the patient's blood pressure came back up. Sternotomy was performed and a ra injury was discovered. The repair of the tear was successful and the patient survived the procedure. This report is being submitted to capture the lld present within the ra lead that provided traction to the lead and an ra perforation occurred, requiring intervention. There was no alleged malfunction of the lld during the procedure.